Event description:
It was reported the luer lock became unscrewed and caused a large air bubble to form in the luer lock after reconnecting. Customer experienced high blood glucose levels. Customer was able to expel the air bubble and successfully resume insulin.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.